Manufacturer narrative:
The stem, physically attached to the neck and head, was visually inspected. There was no obvious damage except for some scratches that could have occurred during the explanation of the parts. The stem met specification where measureable. The head, neck and stem were properly aligned. Additional MDR's associated with this event: 3025141-2017-00118: head; 3025141-2017-00119: neck.

Event description:
Sometime between the date of initial implant and (B)(6) 2017, the slide-loc arh implant became loose in the canal. The implants were explanted on (B)(6) 2017.